Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he programmed too much insulin due to not being able to read the insulin pump's screen. The customer reported that the display was cloudy. Blood glucose level at the time of the incident was 130 mg/dl. The customer also reported being hospitalized due to a low blood glucose level of 43 mg/dl. The customer stated that he lost consciousness and was in a coma. The customer stated that he was using the insulin pump at the time of the hospitalization, but that it was taken off of him by hospital staff. The insulin pump was not replaced or returned for analysis.